Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an error "e0a" on channel a of the heater cooler unit. The front panel svc light emitting diode (led) was lit. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: set-up and priming of the hx2 was without issue. During rewarming of the pt, the hx2 alarmed (channel a) and the svc led was illuminated. This was a tolerable condition that can auto correct. Since the alarm remained for a couple of mins, the perfusionist elected to bring in a back-up cooler-heater device to finish pt rewarming. This did not delay the surgical procedure. There was no harm observed or reported.

Manufacturer narrative:
Eval is in progress, but not yet concluded.